Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that there was an intermittent power issue. The reporter stated that there was moisture behind the display. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/07/2017 with the following findings:. Black box shows evidence of unexplained "por" events on complaint date... No battery cap or cartridge cap returned. All testing performed with test caps. Pump powers with a test battery cap to a audible tone, vibration alert but screen remains blank.. Battery cap is able to fully tighten. Battery compartment crack observed below grip pad. No evidence of moisture contamination inside battery compartment..leak test shows leak at display lens. Removed pump case. Evidence of moisture contamination inside pump on display flex cable and connector, force sensor pins and housing and associated other pcb components.. Blank display due to internal moisture contamination. A "intermittent power" event was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.